Manufacturer narrative:
One set of cardiomems patient electronic system power accessories was received for evaluation. Visual inspection verified the power cord was frayed and wires were exposed. A standard power supply and cord were connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.

Event description:
Exposed and frayed wires of the power cord were discovered during evaluation of the device. The patient electronic unit with power accessories was replaced and there were no adverse consequences reported by the patient.